Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use chocolate pta balloon along with non-medtronic 6fr sheath and "0.018" 300cm guidewire during procedure to treat a moderately calcified lesion in the left mid superficial femoral artery (sfa). The vessel was none tortuous. The vessel diameter and lesion length are 6mm and 80mm respectively. A 50/50 contrast and saline were used for inflation fluid. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during initial balloon inflation, a burst/rupture/leak occurred when balloon was brought up to 2-4atm. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The chocolate balloon was used per medtronic IFU, the inflation was being brought to half the nominal atms over the first 30 sec when blood was noted in the inflation syringe. The balloon was then removed and a new chocolate was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Additional information: the balloon was removed in one piece. There was no vessel damage. The device was safely removed without need for intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the chocolate pta balloon device was returned to medtronic investigation lab for evaluation. The device was returned coiled in its pouch inside its shelf carton in two biohazard bags. The device was returned in its post inflated state with biologics visible within and on the balloon. The device was flushed and an 0.018¿ guidewire was loaded through the tip and exited the luer with no difficulties. The balloon was attempted to be inflated but a leak was noted immediately at the proximal end of the balloon near the proximal marker band. No damage could be found on the cage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.